Event description:
It was reported that the customer was having issue with their pump battery. There was no reported adverse impact to the customer¿s blood glucose level. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no response was received.